Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, fluids clear inside the device, brown particles inside the device and crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/ shell bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on patch/shell bond edge to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.